Event description:
It is reported that due to the haptic becoming detached during lens placement, the incision was enlarged to remove the lens from the eye. There was no injury to the patient. Surgery was completed successfully during the same procedure and patient is doing fine.

Manufacturer narrative:
Enlarged incision . Lens was received for return. A visual investigation was performed finding the lens was cut across the optic and found to have one broken haptic. There was also evidence of viscoelastic (ophthalmic viscosurgical device) on the lens which is consistent with a lens that has been handled and prepared for use. Prior to market release the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.